Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 13-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support when there was an automated impella controller (aic) issue. The team was alerted about ongoing suction alarms and impella position unknown alarm. Staff noticed lv pressure 25/-44 and motor current flat. The aic was replaced and all alarms were resolved.

Manufacturer narrative:
The automated impella controller (aic) investigation team found that this is a pump issue, not an aic issue. A regulatory report is no longer necessary. Please see manufacturer device report 1220648-2024-08693 regarding information on the pump.